Event description:
Caller reported cgm error 42, which led to contacting support. There was no adverse impact to the customer's blood glucose level. Customer was guided through a complete pump reset by technical support, and after the reset, the pump did not display the cgm error code again, allowing the customer to successfully start their sensor session.